Event description:
It was reported that during device change out due to normal eol, externalized conductors were observed. All electrical measurements were normal. The lead was explanted and replaced. The lead will not be returned.

Manufacturer narrative:
No medwatch form was received.